Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This was observed during night cycle one of four of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.